Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a battery cap issue. No additional information was reported and troubleshooting was unable to be completed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.